Event description:
It was reported that the pump started and charged but could not engage the cartridge because the tip was broken and the rod was bent. There was no reported impact to the customer¿s blood glucose level. The device was being returned for inspection, and a replacement pump was issued.